Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate atp therapy due to suspected oversensing of environmental noise. Further evaluation was recommended.

Event description:
New information received indicates that the patient received the inappropriate atp therapy during surgery.